Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02318.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02318. The patient was implanted with two scs leads model 3166 from the same lot number. It was reported the patient was unable to increase her scs system's stimulation. A sjm representative met with the patient and troubleshooting of the patient 's scs system found two of the leads exhibited high impedance. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02318. Follow up identified x-ray revealed lead migration. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02318. Follow up information obtained identified the patient's scs system was revised. Preoperative diagnostics testing revealed the impedance issue was with the lamitrode s-8 lead. Once the lead was explanted it was noted with a bent contact. The patient's scs system was programmed postoperatively and effective stimulation therapy coverage was reportedly achieved.